Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with antibiotics added into the dianeal solution (further details not reported) for peritonitis. At the time of this report, the patient had recovered from peritonitis. The action taken with dianeal therapies was not reported. No additional information is available.